Event description:
It was reported that the patient's right hip was revised due to suspected infection. An I&d was performed, and the femoral head and liner exchanged. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#delta v-40 ceramic head 36/+7,5 ; cat#6570-0-736 ; lot#15822952 device name#tridentii tritanium multi 56f ; cat#709-04-56f ; lot#17719451a device name#6.5mm low profile hex screw 40mm ; cat#7030-6540 ; lot#g5ld device name#6.5mm low profile hex screw 35mm ; cat#7030-6535 ; lot#ydl device name#6.5mm low profile hex screw 40mm ; cat#7030-6540 ; lot#g4d device name#restoration modular hip system; cat#6276-7-414 ; lot#cax092176c device name#19mm mod rev hip body/bolt stdcomponent level 9006-1-019 ; cat#6276-1-019 ; lot#90923204 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.